Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. Follow-up with the complainant has been conducted for the catalog number and lot number and this information is not available.

Event description:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint asr revision to take place (B)(6) 2013. Asr xl acetabular system - right. Reason(s) for revision: alval / soft tissue reaction file. Update (B)(6) 2017: email notification from kennedys received. Added taper sleeve to the complaint. This complaint was updated on (B)(6) 2017. Update: (B)(6) 2017. Email communication has been reviewed. Verification of revision surgery took place on (B)(6) 2013. Updated (B)(6) 2017.

Manufacturer narrative:
New etq record created in order to update etq (legal system) complaint number dint 27080. Reason for original complaint asr revision to take place (B)(6) 2013 asr xl acetabular system - right reason(s) for revision: alval / soft tissue reaction file update sep 27, 2017: email notification from (B)(6) received. Added taper sleeve to the complaint. This complaint was updated on oct 17, 2017. Update: sep 27, 2017. Email communication has been reviewed. Verification of revision surgery took place on (B)(6) 2013. Updated 10-20-2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.